Event description:
When the patient put her recharger on the implantable neurostimulator (ins) site, she got a "zap". The patient had pain and soreness at the ins site. There was no known accident or incident related to the event. It was noted that the patient was a home health aide and did a lot of bending, stretching, etc. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.